Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 498 mg/dl at time of incident and current blood glucose was over 296 mg/dl. Customer treated with insulin pump. Troubleshooting was performed for high blood glucose level. The product will be returned for analysis.

Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, operating current test , rewind, basic occlusion, occlusion, prime and excessive no delivery test. No device deficiency anomaly noted. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.